Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, biomechanical overload, inadequate bone quality/quantity, bone resorption. The buccal bone wall is resorbed and thus the support for the implant is lost.